Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Correction: the correct date of awareness is (B)(6) 2024; not (B)(6) 2024 as previously reported.

Event description:
Per the clinic, open circuits were noted on 13 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.